Manufacturer narrative:
Additional information received indicates the lead was explanted and successfully replaced. At this time the lead has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Boston scientific crm received information that this implantable right ventricular (rv) defibrillation lead was exhibiting noise on the rv channel. There was also a stored episode with noise in which anti-tachy pacing (atp) was delivered. The patient did not experience any asystole due to the noise. Pacing impedance measurements were within normal range. Approximately fifteen months later we received information that there were additional episodes of noise. These resulted in the delivery of atp, in addition to two inappropriate shocks. A chest x-ray was taken and confirmed a clavicular crush. The patient reported being sick for a long time along with having muscle tremors. They also reported an extreme amount of weight loss in two months.

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time, there is no additional information available. If additional information becomes available, the event will be updated.